Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited a cut on pink rubber of the probe cover and peeling on cement of the distal end light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a root cause could not be identified, it is presumed the likely cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.